Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while a transray plus catheter (size unknown) was being used in conjunction with an iabp (cs300), abnormal arterial pressure values were displayed on the iabp monitor. The systolic, diastolic, and mean arterial pressure readings were shown as 49 mmhg, 33 mmhg, and 55 mmhg, respectively. Although the arterial pressure waveform on the monitor ranged between 60 and 100 mmhg, the displayed systolic value remained low (less than 49 mmhg), with the mean arterial pressure appearing higher than the systolic value. The patient¿s general condition was reported to have deteriorated, with an approximate systolic blood pressure of 40 mmhg. Based on the available information, the event was attributed to the patient¿s clinical condition rather than the iab catheter. No anomalies or malfunctions were identified in the iab catheter or the associated iabp unit. It was further reported that the patient subsequently expired.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: h6 (health effect clinical code). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. All failure modes related to balloon malfunction are addressed in the risk file and there individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: e3.

Event description:
N/a.